Event description:
Ambulance personnel were transporting a pt complaining of chest pain. While en route, the pt was diagnosed with adjunctive bradycardia with a rate of 30bpm. Drug therapy was started and external pacing was attempted. Allegedly capture could not be obtained. No alarms were noted and after troubleshooting the device, the operator could not discern a reason for the pacer malfunction. The pt was delivered to the emergency room and outcome is unknown.